Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : (B)(4).

Event description:
The surgeon had an issue merging the post-op CT to the pre-op registration CT. The fusion was slightly off, and she instead merged to the mr for post-op analysis. No patient impact as the event occurred post-operatively.

Event description:
The surgeon had an issue merging the post-op CT to the pre-op registration CT. The fusion was slightly off, and she instead merged to the mr for post-op analysis. No patient impact as the event occurred post-operatively.

Manufacturer narrative:
A full analysis of the data logs has been performed and led to the following observations : - the fusion of CT post-operative exam on the CT pre-operative exam was tested on manufacturing site. The fusion could be adjusted manually with small translations and rotations. - the computation of the automatic merge does not provide 100% of correct results. The purpose of the adjustment frame is to provide the opportunity to manually adjust the fusion if the result of the automatic merge is unsatisfying. The device behaved as expected. - the user preferred to merge the CT with another exam instead of adjusting manually though the adjustment frame.